Event description:
Additional information received indicated the event was discovered remotely, and the implantable cardioverter defibrillator (ICD) was reprogrammed successfully. The patient was stable post programming changes.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was under-sensing. The patient was asymptomatic. No changes were made and there were no consequences to the patient. Further information was requested but not received.